Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02273.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coils (smart coils) and penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the third smart coil in the target vessel using a non-penumbra microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made two other attempts, but the smart coil would not detach; therefore, it was removed. It was reported that the physician was able to detach the smart coil at the fourth attempt made outside of the patient¿s body. The physician continued the procedure using additional smart coils and ruby coils. Next, the physician opened another ruby coil and noticed that it was kinked upon removal from the dispenser hoop. The damaged ruby coil was found prior to use and therefore, was not used in the procedure. The procedure was completed using additional smart coils, ruby coils and the same handle. There was no report of an adverse effect to the patient.